Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event. Review of the diagnostic log history indicated an occurrence of a vent inop due to a flow sensor failure. The service technician reported during evaluation of the device, the oxygen flow sensor cable was found not fully inserted to the sensor board. The service technician fully inserted the cable to correct the finding. Extended self testing (est) and applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Cable connection.